Event description:
Home care dealer was notified by police that a patient had died while on the monitor. Police said that family members claimed the monitor did not alarm. Monitor was owned by the pt's family and not rented by home care dealer. Dealer reported that there was a power outage while patient was being monitored. The patient was also on a ventilator at that time. Cas is not responsible for the ventilator but dealer reported it too would be tested. A pulmonologist reported that the monitor did not appear to be at fault as indicated by a read of its download.